Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie pocket on 3b for drawer failed to recover. Engineering support specilist recommended that a new cubie pocket be inserted and the spot was recovered to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system cubie pocket failed. The customer reported that the user was able to get the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident